Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic haematoma ("hematoma in her left lower pelvic region") and pregnancy with contraceptive device ("pregnant") in a 29-year-old female patient who had essure (batch no. 794900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's concurrent conditions included passed out and vaginal mucosal blistering. Concomitant products included antidepressants. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced pelvic haematoma (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), bladder disorder ("bladder problems"), vaginal infection ("vaginitis"), fungal infection ("fungal infections"), headache ("headaches"), pelvic pain ("pain"), depression ("depression"), ovarian cyst ("ovarian cyst"), stress urinary incontinence ("urinary problems/ stress urinary incontinen") and cellulitis ("cellulitis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with valaciclovir hydrochloride (valtrex), azithromycin (zithromax), fluconazole, fluconazole (diflucan), metronidazole (flagyl), metronidazole (metrogyl) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, pregnancy with contraceptive device, back pain, dyspareunia, migraine, allergy to metals, alopecia, vaginal discharge, vaginal haemorrhage, menorrhagia, bladder disorder, vaginal infection, fungal infection, headache, pelvic pain, depression, ovarian cyst, stress urinary incontinence and cellulitis had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cellulitis, depression, dyspareunia, fungal infection, headache, menorrhagia, migraine, ovarian cyst, pelvic haematoma, pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2012 she underwent a hysterectomy and bilateral partial salpingectomy. On (B)(6) 2014 she underwent a bilateral salpingectomy to remove the remaining portions of her fallopian tubes. She still suffers from the above mention symptoms and is currently investigating her options for locating and removing the essure devices (discrepant information reported in source document). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2012: hematoma in left lower pelvic region. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), bladder problems, urinary problems/ stress urinary incontinen, vaginitis, fungal infections, headache, nickel allergy, pain, depression, ovarian cyst, cellulitis and plaintiff denies undergoing an essure confirmation test. Concurrent condition, medical history and laboratory data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic haematoma ("hematoma in her left lower pelvic region"), pregnancy with contraceptive device ("pregnant (no complication)") and suicide attempt ("attempted suicide") in a 29-year-old female patient who had essure (batch no. 794900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's previously administered products included for birth control: depo provera. Concurrent conditions included passed out and vaginal mucosal blistering. Concomitant products included antidepressants. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced incontinence ("incontinence"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy") with dermatitis contact, alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal infection ("vaginitis"). On (B)(6) 2012, the patient experienced pelvic haematoma (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced suicide attempt (seriousness criterion medically significant). On an unknown date, the patient experienced bladder disorder ("bladder problems"), fungal infection ("fungal infections"), pelvic pain ("pain"), depression ("depression"), ovarian cyst ("ovarian cyst"), stress urinary incontinence ("urinary problems/ stress urinary incontinence") and cellulitis ("cellulitis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with valaciclovir hydrochloride (valtrex), azithromycin (zithromax), fluconazole, fluconazole (diflucan), metronidazole (flagyl), metronidazole (metrogyl) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, pregnancy with contraceptive device, back pain, dyspareunia, migraine, allergy to metals, alopecia, vaginal discharge, vaginal haemorrhage, menorrhagia, bladder disorder, vaginal infection, fungal infection, headache, pelvic pain, depression, ovarian cyst, stress urinary incontinence and cellulitis had resolved and the pelvic haematoma, suicide attempt and incontinence outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cellulitis, depression, dyspareunia, fungal infection, headache, incontinence, menorrhagia, migraine, ovarian cyst, pelvic haematoma, pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, suicide attempt, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2012 she underwent a hysterectomy and bilateral partial salpingectomy. On (B)(6) 2014 she underwent a bilateral salpingectomy to remove the remaining portions of her fallopian tubes. She still suffers from the above mention symptoms and is currently investigating her options for locating and removing the essure devices (discrepant information reported in source document). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2012: hematoma in left lower pelvic region. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic haematoma ("hematoma in her left lower pelvic region"), pregnancy with contraceptive device ("pregnant (no complication)") and suicide attempt ("attempted suicide") in a 29-year-old female patient who had essure (batch no. 794900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's previously administered products included for birth control: depo provera. Concurrent conditions included passed out and vaginal mucosal blistering. Concomitant products included antidepressants. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced incontinence ("incontinence"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy") with rash, alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal infection ("vaginitis"). On 16-(B)(6) 2012, the patient experienced pelvic haematoma (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced suicide attempt (seriousness criterion medically significant). On an unknown date, the patient experienced bladder disorder ("bladder problems"), fungal infection ("fungal infections"), pelvic pain ("pain"), depression ("depression"), ovarian cyst ("ovarian cyst"), stress urinary incontinence ("urinary problems/ stress urinary incontinence") and cellulitis ("cellulitis"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with valaciclovir hydrochloride (valtrex), azithromycin (zithromax), fluconazole, fluconazole (diflucan), metronidazole (flagyl), metronidazole (metrogyl) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, pregnancy with contraceptive device, back pain, dyspareunia, migraine, allergy to metals, alopecia, vaginal discharge, vaginal haemorrhage, menorrhagia, bladder disorder, vaginal infection, fungal infection, headache, pelvic pain, depression, ovarian cyst, stress urinary incontinence and cellulitis had resolved and the pelvic haematoma, suicide attempt and incontinence outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cellulitis, depression, dyspareunia, fungal infection, headache, incontinence, menorrhagia, migraine, ovarian cyst, pelvic haematoma, pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, suicide attempt, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2012 she underwent a hysterectomy and bilateral partial salpingectomy. On (B)(6) 2014 she underwent a bilateral salpingectomy to remove the remaining portions of her fallopian tubes. She still suffers from the above mention symptoms and is currently investigating her options for locating and removing the essure devices (discrepant information reported in source document). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2012: hematoma in left lower pelvic region. Most recent follow-up information incorporated above includes: on 12-jun-2018: events- "attempted suicide, incontinence", reporter, historical condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic haematoma ("hematoma in her left lower pelvic region"), pregnancy with contraceptive device ("pregnant (no complication)") and suicide attempt ("attempted suicide") in a 29-year-old female patient who had essure (batch no. 794900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's previously administered products included for birth control: depo provera. Concurrent conditions included passed out and vaginal mucosal blistering. Concomitant products included antidepressants. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced incontinence ("incontinence"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy") with dermatitis contact, alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal infection ("vaginitis"). On (B)(6) 2012, the patient experienced pelvic haematoma (seriousness criterion medically significant), 1 year 4 months after insertion of essure. In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cyst / reproductive system or disorder or condition : ovarian cyst"). On an unknown date, the patient experienced bladder disorder ("bladder problems"), fungal infection ("fungal infections"), pelvic pain ("pain"), depression ("depression"), stress urinary incontinence ("urinary problems/ stress urinary incontinence") and cellulitis ("cellulitis"). The patient was treated with antibiotics, azithromycin (zithromax), fluconazole, fluconazole (diflucan), metronidazole (metrogyl), valaciclovir hydrochloride (valtrex) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, pregnancy with contraceptive device, back pain, dyspareunia, migraine, allergy to metals, alopecia, vaginal discharge, vaginal haemorrhage, menorrhagia, bladder disorder, vaginal infection, fungal infection, headache, pelvic pain, depression, ovarian cyst, stress urinary incontinence and cellulitis had resolved and the pelvic haematoma, suicide attempt and incontinence outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cellulitis, depression, dyspareunia, fungal infection, headache, incontinence, menorrhagia, migraine, ovarian cyst, pelvic haematoma, pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, suicide attempt, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2012 she underwent a hysterectomy and bilateral partial salpingectomy. On (B)(6) 2014 she underwent a bilateral salpingectomy to remove the remaining portions of her fallopian tubes. She still suffers from the above mention symptoms and is currently investigating her options for locating and removing the essure devices (discrepant information reported in source document). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2012: results: hematoma in left lower pelvic region. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of product technical complaint. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic haematoma ("hematoma in her left lower pelvic region") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced pelvic haematoma (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy and bilateral salpingectomy ). At the time of the report, the abdominal pain, pelvic haematoma, back pain, dyspareunia, migraine, allergy to metals, alopecia and vaginal discharge had not resolved and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dyspareunia, migraine, pelvic haematoma, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2012 she underwent a hysterectomy and bilateral partial salpingectomy. On (B)(6) 2014 she underwent a bilateral salpingectomy to remove the remaining portions of her fallopian tubes. She still suffers from the above mention symptoms and is currently investigating her options for locating and removing the essure devices (discrepant information reported in source document). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: hematoma in left lower pelvic region. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.